Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator door failed to open. Troubleshooting steps, including a device reboot and storage recovery, were performed; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager (srm) had phantom failure. A field service engineer (fse) used the keys to open and close the smart remote manager. Further the customer logged in and recovered storage space. The system functioned as intended after the field service engineer repaired the device.